Manufacturer narrative:
67- isi has not received the force bipolar instrument involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is receive, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, fragments from a force bipolar instrument fell inside the patient. Although the surgical staff was able to retrieve a metallic fragment, the surgeon was concerned that not all potential fragments were retrieved. At this time it is unknown what caused the instrument breakage to occur.

Event description:
It was reported that after completion of a da vinci-assisted incisional hernia repair, the force bipolar instrument was found to be broken. The jaw of the force bipolar instrument was reportedly "sideways." It was also reported that the customer was unable to retrieve a plastic fragment that had allegedly fallen inside the patient. The customer did not use a backup instrument since the procedure was already completed when the issue was identified. The or staff confirmed that a medical student helped with setup for the procedure. The medical student had noted that the jaws of the force biploar instrument were found to be bent after unwrapping the instrument. In addition, the medical student reportedly tried to straighten the instrument's jaws and a loud pop sound occurred. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the clinical sales representative (csr) and the robotics coordinator on 12/06/2019 and 12/10/2019, respectively, and obtained the following additional information. It was confirmed that the medical student was straightening the instrument's wrist during pre-operative inspection and heard a loud pop. The procedure was already completed when the surgical staff noticed that a fragment was missing from the jaws of the instrument. The fragment was from outside of one of the jaws. The customer was able to retrieve a metallic fragment. However, the surgeon felt that not all fragments were retrieved. There were no post-operative complications reported. On 12/6/2019, an isi clinical development engineer (cde) analyzed photos of the instrument that the customer had provided, and confirmed that the plastic cover mold came off of the jaw base. The cautery wire was still connected, with no evidence of thermal damage.

Manufacturer narrative:
61- intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint. Failure analysis confirmed that the force bipolar instrument had a broken grip. The broken piece came off the back part of the grip. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, fragments from a force bipolar instrument fell inside the patient. Although the surgical staff was able to retrieve a metallic fragment, the surgeon was concerned that not all potential fragments were retrieved.